Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) when compared to the results from the laboratory using dade innovin reagent. Of the comparison data provided for six patients, only the results for two patients were discrepant. Patient 1: the meter result was >8.0 inr. The patient was sent to emergency room to be drawn for the laboratory testing. The laboratory result was 3.9 inr. Patient 2: on (B)(6) 2017, the meter result was 2.5 inr. The laboratory result was 2.0 inr. This patient was a (B)(6) female born on (B)(6) 1964. The customer states these patients are routinely tested monthly and the results usually fall in their therapeutic range. The therapeutic range for both patients was 2-3 inr. There was no adverse event. Replacement product was sent. Relevant retention test strips (lot 144582-13) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The meter and four test strips were received for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.5 inr and 3.1 inr. Donor hct: 44% and 56%. Testing results: donor 1: master lot and retention meter / customer strip and meter 2.5 inr/ 2.5 inr. Donor 2: master lot and retention meter / customer strip and meter 3.1 inr/ 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. A possible reason for high inr (>8.0) could be the sample collection, for example if the fingertip was squeezed. Intracellular fluid can dilute the blood sample and increase the inr. If the meter shows values > 8 inr, the measurement is out of range and the customer should contact the doctor immediately to check the current medications. The high result should be confirmed with another method.